Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. An initial report was previously submitted to FDA on (B)(6) 2010; however due to emdr submission issue related to the follow-up report, this is being filed again as an initial report. A copy of the initial report from (B)(6) 2010 MDR #2124215-2010-10413 is attached.

Event description:
Boston scientific crm received information that during a follow-up, a variation of impedance measurements was observed on this cardiac resynchronization therapy defibrillator (crt-d). A measurement of 400 ohms was observed with a threshold of 0.4v, and a measurement of greater than 2000 ohms was observed on the right atrial (ra) channel without capture. Noise was also noted on the right ventricular (rv) channel. A boston scientific technical services (ts) consultant was contacted to review a data disk and stored intracardiac electrograms (egms). All stored egms showed minor background noise on ra channel below the sensitivity level of 0.25mv. No noise was observed on the rv channel. Ts stated that the sudden high ra lead impedance is suspicious for a lead connection issue or underinsertion of the is-1 connector. There were no adverse patient effects observed. Subsequently, a revision procedure was performed. The ra lead was re-connected in the header resulting in a pacing impedance of 389 ohms and threshold of 0.8 volts at 0.4 milliseconds. All measurements on all other channels were acceptable as well. Currently, this crt-d remains implanted and in service. No adverse patient effects reported. Additional information noted that the device was explanted.

Manufacturer narrative:
Reference report # 2124215-2016-03305 regarding additional allegations that were received after the filing of this report.